Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 12.4 mmol/l. Customer changed the battery on the pump but the anomaly still persists. Customer stated that the cuttons were not pressed for longer than 3 minutes and the pump was not dropped or bumped. The pump will be returned for analysis and will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump functioned properly. No button error alarm. The insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case on the display window corner and cracked lcd window.